Event description:
It was reported that the customer's insulin pump threshold suspended, based on an erroneous sensor reading of 65 mg/dl, while her blood glucose was 151 mg/dl. Customer was advised to check blood glucose when the alarm goes off and if her blood glucose is not low, to reposition the sensors and allow time for adjustment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.